Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of non-sustained right ventricular over-sensing. The episodes were attributed to loss of capture exhibited of the right ventricular lead. Programming interventions were made. The patient was asymptomatic.

Manufacturer narrative:
Correction: h6 - health effect - impact code.